Event description:
Patient required cardioversion multiple times. This patient was cardioverted twice shortly before night shift. When night shift came on, registered nurse (rn) noticed that there was a small wire poking out from the bottom of the pad and the patient had experienced a burn on his upper abdomen/lower chest from the wire. The pads were immediately replaced and the product saved. The wire on the front electrode caused the burn.